Event description:
Caller reported that the t:slim x2 pump battery would not charge, even after attempting multiple troubleshooting steps, including using different wall adapters and charging cables. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump. The customer continued to use the pump for insulin therapy.